Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn as no product was returned.

Event description:
Patient status post plate and screw implantation on (B)(6) 2011 returned to surgeon approximately three or four months post op and presented with an infection. Surgeon removed the hardware. Surgeon noted patient had a partially erupted third molar in which it was removed at the initial surgery, surgeon stated patient's history may be a contributory factor in the patient infection, patient was non-compliant. Surgeon also noted at the time of explant the mandibular fracture appeared healed. This is seven of nine reports for this event.